Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the stock-out alert did not trigger to prompt a device refill. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was reported that the stock out was not triggered. A technical support specialist (tss) verified that the order had successfully crossed over to the logistics system and was subsequently deleted. The customer acknowledged this outcome. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the stock-out alert did not trigger to prompt a device refill. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.